Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this pacemaker recorded a 3 seconds pause on the right ventricular lead channel at various episodes. Also, noisy signals were detected. These signals appear to be electromagnetic interference (emi) and not related to a lead issue. The patient confirmed to be using a device with pulse like activity the last day of recorded emi, therefore was advised to not use the device again. The system remains in service. No additional adverse patient effects were reported.